Event description:
It was reported via a clinical report form from the (B)(4) registry that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred post-atherectomy. Three target lesions were treated. Their tasc classifications were unknown. Lesion #1, the right sfa, was 60 mm in length, 100% stenotic, and severely calcified. The physician treated with a stealth solid crown 1.25 mm for 2 runs: 1 run at low speed for 15sec, and 1 run at high speed for 20sec for a total run time of 35sec. Post-intervention stenosis = 95%. He then treated via angioplasty with a 6x150 balloon at 7atms for 2 mins followed by placement of a 7x150 stent with a residual stenosis of 30%. Lesion #2, the right popliteal artery, was 30 mm in length, 80% stenotic, and severely calcified. The physician treated with a stealth solid crown 1.25 mm for 1 run at low speed for 20 sec. Post-intervention stenosis = 70%. He then treated via angioplasty with a 6x120 balloon at 7 atms for 2 mins with post-angio residual stenosis of 30%. Lesion #3, the right tpt artery, was 30 mm in length, 100% stenotic, and severely calcified. The physician treated with a stealth solid crown 1.50 mm for 2 runs: 1 run at low speed for 30 sec and 1 run at high speed for 33sec for total run time of 1 min, 03 sec. Post intervention stenosis = 50%. He then treated via aspiration catheter and angioplasty with 3.5x150 balloon at 6atms for 120 sec with post-angio residual stenosis of 20%. No other lesions were treated during this procedure. A non flow-limiting, class b dissection was noted in the tpt caused by the pta balloon and was resolved in the lab via prolonged balloon inflation. A macro-embolism in the peroneal artery was noted and was resolved in the lab via an aspiration catheter. The patient status remained stable throughout this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). The device was discarded by the facility.